Event description:
A bridge assurant biliary stent system was inserted into a patient for the treatment of a left subclavian artery lesion. The vessel was severely calcified with 99 percent stenosis.the lesion was not pre-dilated. It was reported that the stent dislodged from the stent delivery system when the stent was unable to be advanced through the severely calcified left subclavian artery. It was reported that upon removal of the stent delivery system the stent hit the edge of the guide catheter which dislodged the stent from the balloon. The stent was deployed in the iliac artery. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded and will not be returned to medtronic.